Event description:
This literature case was identified on 12-aug-2013 via an article of kenny banh, facial ischemia after hyaluronic acid injection, the journal of emergency medicine, vol. 44, no. 1, pp. 169-170, 2013. This case concerned a 48-year old woman presented to the emergency department (ed) with the complaint of her face turning blue and gray. The patient had no significant allergic reactions in the past and no medication. On an unk date, (earlier that day) her plastic surgeon had administered injections of the restylane (hyaluronic acid) in her face to reduce expression lines around her mouth. Approx. 8 hour later patient noticed an acute progressive graying and now bluish hue in the areas of her lips, cheek, and nose without any pain or other symptoms. After discussing the case with her surgeon, topical nitroglycerin was applied to her face and placed her in hyperbaric chamber, resulting in complete resolution of her symptoms. The outcome of the event facial ischemia was resolved. According to reporter the event was possibly related to restylane injection.